Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with an outdated front cover, printed circuit board (pcb) and power switch. The tank cover was cracked, the line cord was damaged and the drain tube was missing. A visual inspection was conducted, the water tank was filled, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was able to be confirmed. The issue was caused by a faulty pump. No action will be taken to repair the device due to its age and condition.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was not pumping the fluid. No patient injury or complications were reported in relation to this event.